Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a start-x tip ems insert 3 broke during use. Broken parts were retrieved from patient's mouth. No injury occurred.

Manufacturer narrative:
Summary: the returned start-x tip ems insert 3 is actually broken in the middle of the active part. No material defect was found during analysis of the rupture pattern. No unused device is available for further evaluation. Nothing unusual to report was found during DHR review (batch #1764234). We cannot rule on the compliance of the power settings selected by the customer because the brand of the used scaler is unknown. Root causes are not identified. We will track this kind of event and monitor the trend. Generally speaking, several factors may contribute to breakage issue, such as usury, pressure or incorrect technique. All of these factors may affect the longevity of the tip.